Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.